Manufacturer narrative:
(B)(4). (B)(4). Damage to drive connector or coupling. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that the disposable hand piece was difficult to insert into the motor drive unit. This occurred when the device was used for demonstration. There was no patient involvement and no adverse patient consequences occurred.